Event description:
It was reported that air was introduced into the common carotid artery (cca). The patient presented as asymptomatic for a left transcarotid artery revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, it was noted that the side port did not allow any available syringe to tighten securely. As a result, air was introduced into the cca. The physician performed the procedure by manually holding the syringe attached to the port as securely as possible while performing a contrast injection. The patient did not experience any adverse effects related to the air introduced into the cca, and no medical or surgical intervention was required.

Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual inspection was completed, and no damage or abnormalities were observed. A syringe was connected to each port without issue. A flow test was performed by connecting a syringe to the port and clamping the tip while applying vacuum to confirm that no airflow was present. Inspection of the remainder of the device revealed no additional damage or irregularities. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the event of was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected because during analysis no issues were found.

Event description:
It was reported that air was introduced into the common carotid artery (cca). The patient presented as asymptomatic for a left transcarotid artery revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, it was noted that the side port did not allow any available syringe to tighten securely. As a result, air was introduced into the cca. The physician performed the procedure by manually holding the syringe attached to the port as securely as possible while performing a contrast injection. The patient did not experience any adverse effects related to the air introduced into the cca, and no medical or surgical intervention was required.